Event description:
It was reported that during a left femoral insertion, resistance was met and the iab could not be passed over the guidewire. As a result, the assembly was exchanged. There were no reported pt complications.